Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory involved with this complaint and completed the device evaluation. Visual inspection found no physical damage nor thermal damage. The mcs tip cover accessory was inserted into an in-house mcs instrument using a reference mcs installation tool and then functionally tested. The mcs tip cover accessory held its place and did not fall off during functional testing. The product passed all testing specification with no issue found. A review of the complaint history does not show any additional complaints related to the product. A review of the system and instrument logs via remotefe confirmed the customer reported issue on the reported event date using da vinci system sk1486. Use of an mcs instrument with 5 remaining usable life has been recorded on the reported event date. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the user removed the monopolar curved scissors (mcs) instrument from the universal side manipulator (usm) arm; however, while performing the exchange, the mcs tip cover accessory fell from the mcs instrument tip. The mcs tip cover accessory fell inside the patient's body. Although it was retrieved without patient harm, adverse outcome or injury, a fragment falling inside the patient could potentially result in an additional surgical procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user removed the monopolar curved scissors (mcs) instrument from the universal side manipulator (usm) arm; however, while performing the exchange, the mcs tip cover accessory fell from the mcs instrument tip. Another mcs tip cover accessory was installed into the same mcs instrument. No further issue was observed. The user completed the procedure. No known impact or patient consequence was reported.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.